Manufacturer narrative:
Date of event estimated. The reported event of ineffective stimulation due to lead migration was not confirmed and cannot be confirmed/not confirmed through product testing. As received, visual inspection and resistance testing showed the returned lead "a" passed the functional test. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's leads had migrated, and as a result was experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that system diagnostics recorded high impedances on one lead and one lead had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.